Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient removed his sensor because the insertion site felt intensely itchy and irritated. Upon removal, the paitent observed that the underlying skin was red, dry, and actively weeping fluid. Four days later, on (B)(6) 2026, the patient sought medical evaluation at a clinic to have the affected skin examined. The clinical visit lasted approximately 30 minutes, during which no diagnostic testing or medical procedures were performed. However, the physician administered an intramuscular steroid injection and recommended applying flonase nasal spray to the skin as a prophylactic barrier method before attaching future sensors. Additionally, the physician issued a prescription for an oral medication, the name of which the patient could not recall, which he is currently waiting to retrieve from the pharmacy. Following the consultation, the patient returned home. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).